Manufacturer narrative:
(B)(4). Lens not returned.

Event description:
The reporter indicated the haptic of a cq2015a collamer three piece lens, +18.5 diopter, was damaged. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.